Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via telephone call that the customer was hospitalized after having a stroke in the middle of august, and another on (B)(6) 2016. Since being sent home from the hospital, the customer was having fluctuating blood glucose. The blood glucose reading was 500 mg/dl the morning of the report and had dropped down to 45 mg/dl. The paramedics were called to treat the customer as she was unresponsive. The customer was wearing the insulin pump at the time of hospitalization.